Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the occlusion on the roller pump was rough without tubing installed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory eval, the reported issue was duplicated. The product surveillance technician (pst) rotated the occlusion knob clockwise and counterclockwise, and observed the occlusion knob to be harder to rotate compared to occlusion knob on lab-use only (luo) roller pump. The pst removed the occlusion knob and observed the absence of apg2 lubricant on internal threads of the occlusion knob. Exterior inspection revealed no signs of abuse or damage. The roller pump was sent to service to be brought to manufacturers specs before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.